Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited elevated pacing thresholds and was scheduled for a revision. Following the repositioning procedure, the pacing thresholds were again elevated and the lead exhibited a loss of capture. Another procedure was performed, where the lead was explanted and replaced with another boston scientific defibrillation lead.